Event description:
The patient reported suffering a fall from receiving uncomfortable stimulation. The patient said the uncomfortable stimulation was due to turning the stimulation on too high by accident.

Manufacturer narrative:
The ipg remains implanted in the patient and will not be returned for evaluation. This is the final report.